Manufacturer narrative:
Gehc recommended replacement of the manifold. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag port was broken. There was no report of patient involvement.